Manufacturer narrative:
The reported event of insulation damaged was confirmed. A complete lead was returned for analysis. Visual inspection of the lead did not find any anomalies with the exception or procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation damage which was able to be confirmed via visual examination. The rv lead was not used and replaced during the procedure. The patient was in stable condition.